Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received and stated, the health care professional did not invent anything and the coating was there immediately and sometimes already in the packaging and it stays for the long term.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description, intraocular lens (iol) had a coating. Additional information was received and stated, intraocular lens (iol) still remained in the patient eye. The coating was detected postoperatively, coating remain visible for more than 24 hours and the issue still persisting. The event caused patient discomfort as the lens was not clean.